Event description:
It was reported the lead showed a sudden sustained jump in impedance resulting in a polarity switch. Threshold was high in unipolar and bipolar. It was also reported there was an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.